Manufacturer narrative:
Product analysis: the product remained implanted; therefore, no product analysis could be performed. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. There was no deviation identified in manufacturing process that could be related to this event.   Conclusion: based on the risk analysis and historical trend: immobile leaflet is one of the most common failure modes (mechanism) which could lead to high gradients. Pannus would be the common cause for immobile leaflet. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fracture was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years following the implant of this transcatheter pulmonary bioprosthetic valve, a 25 mm hg gradient was noted on echocardiogram. During diagnostic cardiac catheterization, a type ii stent fracture was noted. No intervention was planned at that time. No adverse patient effects were reported.